Event description:
A physician reported with a description of intraocular lens had coating on the iol. Additional information has been received and stated that the lens remained implanted. There was no patient harm.

Manufacturer narrative:
The product was not returned for analysis; the lens remains implanted. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).